Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had an unknown type of wound infections and a total explant was performed. It was noted that a culture was taken but the type of organism was unknown. It was noted that symptoms or complications associated with the event included drainage, incisional wound opening, fever, and headache. The location of the issue or symptom was the device pocket, the right side implant and the lead location. It was noted that antibiotic treatment was necessary. The onset of infection was one date prior to report. It was noted that there was no diagnostic testing or troubleshooting performed. Additional information was requested but was not available at the date of this report.

Event description:
Additional information reported that the patient¿s cultures revealed (B)(6). It was reported that the patient did leave the hospital after a six day in-patient stay. It was reported that the patient had a home health nurse assisting with dressing changes.

Manufacturer narrative:
(B)(4)